Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the rf (radio frequency) head cable was damaged (cut). Analysis also found the rf head upper case lens was cracked. It was noted the rf head passed functional test. (B)(4).

Event description:
It was reported the insulation was torn. The rf (radio frequency) head was returned for repair. No patient complications have been reported as a result of this event.